Event description:
Boston scientific received information that the clinician stated that the patient's gas gauge indicated 0.5 years remaining on (B)(6) and indicated 1.5 years remaining on (B)(6). Boston scientific technical services (ts) verified if there were changes to the pacing outputs and pacing percentages but there was none. The company representative then discussed binning of voltage and stated that magnet rate is more accurate than gas gauge. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion twenty-one months after the initial observations were reported. The device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.